Event description:
On (B)(6) 2014, the distributor contacted animas and alleged that the pump has been emitting repeated call service alarms that are unable to be cleared. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation of the returned pump, the alarm was reproduced at power up. The pump was unable to recover from the alarm after reboot unable to verify all steps. The failure is defined as language file corruption while retrieving the language text. The error is resident to flash chip. No battery cap was returned, test battery cap and returned cartridge cap were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.